Event description:
It was reported by the patient that the pump battery was not holding a charge. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting.